Event description:
It was reported that the customer needed assistance programming the insulin pump. Customer was in the hospital for an e. Coli infection. Customer has been in the hospital for about a month and did not have the pump on the whole time. Customer's blood glucose level was 289 mg/dl. Customer wants to treat with the pump but has not treated yet. Customer had a displayable history check failed on startup alarm. Customer was advised that this is normal pump behavior since the pump was stored without a battery for an extended period of time. Customer went admitted from (B)(6) 2014. Customer's blood glucose level was 152 mg/dl at the time. Customer was shaking and had fallen off the bed. Customer was admitted due to an e. Coli infection and urinary tract infection. Customer was not wearing the pump at the time of the visit. Customer's friend had taken the pump off before he went to the hospital. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.